Event description:
Customer reports a two-day infusor infused, "12 hours too fast". Unit was filled to a total volume of 96ml with 3200mg of 5fu in saline. No further details available. Customer reports no patient injury reported.